Event description:
Report rec'd from abbott international affiliate (abbott germany) that states: "while a rectoscopy was carried out in a pt with rectum carcinoma, perforation occurred. Following this event, the pt developed peritonitis as well as sepsis. This condition was though to be an indication for a thermodilution catheter. On floating the catheter through the vein jugularis interior leftside, the physician noted some difficulties before reaching the ventricle. The catheter was deflated in order to remove. After short removal the balloon again was inflated with approx. 0.5 ml to 1.0 ml. The performing physician got the impression, that the balloon was leaking. When the catheter was removed out of the vein jugularis, it was noticed, that the latex balloon as well as its holding fixture disappeared. The damaged tip of the catheter was reported to look like being cut off. The rptr, who was also the performing physician stated that prior to the insertion of the catheter, she had checked the catheter as well as the balloon and its function by inflating the balloon. The current location of the balloon is unknown. Due to the poor condition of the pt (peritonitis and sepsis) a surgical intervention would be impossible anyway." No add'l info was available.